Event description:
It was reported that the first surgery on the patient was performed 1 year ago. After this period of time, the patient need a second surgery to prolong the implant length to the upper level; that's why surgeon removed the implants (cord and spacer). After the surgeon removed the implants, he sustained that the rigidity of the spacer was higher than that of a normal one.

Manufacturer narrative:
(B) (4). Conclusion: quality papers could not been checked since the lot numbers on the affected products are not readable anymore. The spacer does not show unusual features. The stiffness of the retrieved spacer was tested and is comparable to those of new spacers. No product failure could be detected. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.